Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2021. Block d6b: explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 181013 / a36829.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.